Manufacturer narrative:
A review of the complaint indicated that on (B)(6) 2024, the ¿baseline report¿ (initial transmission report) was received, and the device triggered a service monitoring ticket showing no connection for a 4-hour period. The device reconnected but continued to experience intermittent connectivity issues from (B)(6); however, the patient¿s daily report shows recorded transmissions during this time. An actionable arrhythmia was identified on (B)(6) 2024, and per standard protocol, irhythm notified the account appropriately and was informed that the on-call electrophysiologist would be paged and that the patient had expired. Available clinical data showed the patient wore the device for approximately 4 days of the 14-day prescribed wear period. A review of the patient¿s daily reports showed transmission from (B)(6). The zio at was not returned to irhythm for evaluation; therefore, irhythm cannot confirm if a device malfunction occurred. However, based on the available information, no known missed or misclassified mdns likely attributed to or caused the event. This report is being submitted out of an abundance of caution. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient expired during their prescribed zio at wear period. Irhythm attempted to gather more information about the cause of death from the account, but no further details were provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.